Event description:
The coating on the wire that connects to the sensor that is placed on the pt has turned green and broken down exposing the wire. Two cables which were purchased one and a half yrs ago are affected.